Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2024 due to hypoglycemic event. Blood glucose level was 48 mg/dl at the time of the event. The duration of hospitalization was greater than 24 hours. Patient was treated with glucose gel and 2 bags of sugar water. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.